Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a patient's permanent implant, the lead was unable to be implanted due to scar tissue from a previous surgery. The physician implanted an ipg with port plugs, as patient will be referred to a neurosurgeon for a paddle lead.